Event description:
Boston scientific crm received info that the pt with this implantable cardioverter defibrillator (ICD) expired, due to long term heart failure. The pt's spouse reported that this device was not working properly, however, no details of the device issue were provided.

Manufacturer narrative:
This device was not returned for analysis, and it is believed that it was buried with the pt. Attempts to obtain additional info were unsuccessful. At this time, no additional info is available. If additional info becomes available, this event will be updated.